Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that they had been in the hospital for the last 2 days and yesterday was the last time they used their equipment. Patient stated they tried to connect to their pump last night and this morning, but 'it wouldn't work.' Patient stated when they tried to connect, they saw a screen that says 'alert connection interrupted, connection to the pump was interrupted, session was ended, you must exit and restart the application, service code 389.' Patient had 'not found' screen on the handset and stated that was a screen they had been getting, and then they get 389. Patient stated they had tried to press restart on the service code but they had been unable to connect. Agent assisted the patient in resetting the communicator, resetting bluetooth and location without resolution of the issue. Agent conferenced healthcare it (hcit), who force stopped communication manager, reset network settings, and reset bluetooth. Then, patient was able to successfully pair the handset to the communicator and reques t/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. Patient would monitor and call back for assistance. Patient mentioned their hospital stay was for their neuropathy in their feet and did not provide an answer when agent asked if it was related to the medtronic device/therapy or not.